Event description:
Information was received that the patient's device was explanted and replaced and the device has been received into analysis however analysis has not been completed to date.

Manufacturer narrative:
B5. Describe event or problem; corrected data: initial MDR inadvertently stated "no surgical intervention has been reported to date" as intervention had been taken at the time of report.

Event description:
The generator was returned and pa was completed. The generator as returned due to prophylactic replacement however an end of service (eos) warning message was found in product analysis (pa) lab and found to be associated with the output being disabled by the generator after the vns was left on after explant. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The generator diagnostics were as expected for the programmed parameters.the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the near-end-of-service (neos) condition is an expected event.

Event description:
It was reported via clinic notes for the patient's referral for replacement, it was stated that the patient recently had an increase in her seizure frequency and intensity. It was stated the battery shows as being depleted. No surgical intervention has been reported to date. No additional relevant information has been received to date.